Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly the alarm ultimately cleared, and the customer continued to use the pump for insulin therapy. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level; cause was not known. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. A correction bolus via the pump was delivered to address bg. It was also reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.